Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative reported that a bad non-medtronic network cable caused the issue. Using another cable resolved the issue. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the imaging system was unable to connect and then it began working. The procedure was completed with the use of imaging. There was a delay of 5 minutes. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Additional information: patient information was attempted to be retrieved from the site. The site was successfully contacted but refused to provide necessary patient information. No further action required.